Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, it was observed that one of the two caresite connectors in the set was incorrectly threaded, resulting in a leakage at the bonded area. Under magnification, no traces of solvent were found at the connector end according to the product drawing, this section constitutes a bonded joint. Based on the data from the investigation, the reported defects of leakage and loose connection were confirmed. Although the defect of leakage was confirmed on the set, the exact root cause of the leak was not able to be determined at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: caresite needlefree bifurcated extension set from a cannulation pack. Attached after cannulating and it was defective, it looks like the extension tubing has not been steal to the bionector correctly, only noticed when attached to the cannula and had back flow and then significant leakage of blood and saline during flushing process.